Event description:
It was reported that the physician was attempting to use a 2.50mm diameter x 14mm length endeavor sprint in the ostial lcx. It was reported that the artery was tortuous and the stent could not cross the lesion and while attempting to withdraw the device the stent slipped of the balloon and only the delivery system came back with a non inflated balloon . The physician made numerous attempts to retrieve the stent including the use of buddy wires. The physician decided to leave the stent in the patients body. It has been reported that the patient is perfectly fine and the procedure was completed using a simple balloon inflation. No clinical sequelae were reported.

Event description:
Procedural image review: procedural images were provided for review. The images confirm a calcified ostial lcx lesion positioned just distal to a tortuous bend in the vessel. The vessel is pre-dilated and a buddy wire is inserted. There are no images of the ensp25014x delivery or stent dislodgement. The following images show further vessel pre-dilations, however, there is no stent deployment in the lcx.

Manufacturer narrative:
Evaluation results: lesion morphology ( vessel tortuosity). Inherent risk of procedure (stent embolization). Unable to confirm complaint (no device returned). None - no device received for analysis. Conclusion results: lesion morphology (vessel tortuosity). Inherent risk of procedure (stent embolization). Unable to confirm complaint (no device returned). (B)(4).